Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Pod download data revealed that it completed first and second priming sequences, with continuous timeouts and drive stall nearing the end of operation. Top battery of the pod was found to be depleted, leading to insufficient battery power supply needed for sma wire to rotate ratchet gear. This caused a failure in deploying needle and cannula even after completing the second priming sequence.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17.  Changing your pod:  chapter 3 / pages 33;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient had a pod when activating and pressed start both the needle and the cannula had not deployed. The pod was not worn. As treatment, the patient applied a new pod.